Event description:
Patient reported "rupture" and "2 lumps which a biopsy was done and the results are negative for malignancy" and "fluid was found and 10 ml's was tested which came back degenerating a-cellular material". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.